Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The outer layers peel off from the front part of the device [device breakage] . Push part of the inserter is thin, doesn't push the tampon out and gets stuck [device deployment issue] . Tampons are already out about two centimeters and make it difficult to insert. [Device difficult to use] . Case narrative: consumer reported via e-mail that the outer layers peel and the applicator doesn't push the tampon out. No injury reported.